Event description:
An event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock reported that the 1.2-micron filter adjacent to the 2-way valve leaking. There was unknown patient involvement and unknown patient harm / injury reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. Additional reporter details: (B)(6).

Manufacturer narrative:
B5 - describe event or problem - updated with additional information.

Event description:
An event involved a 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock reported that the 1.2-micron filter adjacent to the 2-way valve leaking. No patient harm reported. Yes, patient involved.

Manufacturer narrative:
Additional information d9 section. Complaint of leaks on item mc330716 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.